Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was found to power up properly; the battery cap secured to the pump appropriately. A review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. There were no alarms associated with the complaint noted in the alarm history. The pump was exercised for 24 hours with no power issues. The complaint could not be duplicated during testing.

Event description:
The patient reported that the pump was rebooting without user intervention.